Event description:
It was reported that the patients trial procedure was aborted after the patient became nauseous prior the procedure. As a result, the procedure could not be completed. The patient will be referred to a surgeon for a paddle trial.